Event description:
It was reported that the device treating clinic health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) device stored atrial tachy response (atr) and signal artifact monitor (sam) episodes. Upon review, right atrial (ra) high out of range pacing impedance measurements of greater than 2000 ohms was observed. Additionally, the ra lead was also observed to exhibit oversensing noise. Technical services (ts) discussed possible causes and programming considerations with the hcp. At this time, the ICD and this ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).